Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about leakage from c180j. Customer reported that leakage of anticancer drug was confirmed from the narrow part of the 180j (high possibility of the bonding part) while taking it out of the vial and putting it back in the bag.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one spike connector assembled to an infusion bag was provided to our quality team for investigation. After proper decontamination of the device, the set was visually inspected and no visible damage or defects were observed. Pressure was applied to the infusion bag, squeezing multiple times, no leak occurred from the bag stopper or between the connection of the connector and spike. Additional testing was completed, connecting an injector to the connector of the spike and injecting liquid into the bag and a leakage was observed between the connection of the spike and connector, verifying the reported incident. Further evaluation verified the connection between the connector and spike was secure. Imaging was done and identified a small crack within the device, causing the leakage observed. A device history review was performed for reported lot 2405212, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including leakage and force testing to verify the connection of the two pieces, no issues related to the reported incident were found. While we cannot identify a direct issue, it is possible the crack occurred during assembly of the product. Given the device records do not indicate an issue, this cannot be verified for the reported incident therefore a definitive root cause cannot be established at this time. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.